Event description:
It was reported that on (B)(6) 2022, a 20 mm amplatzer amulet occluder was successfully implanted in a patient. It is estimated that on (B)(6) 2022 the patient returned for a routine 45 day follow up exam. A transesophageal echocardiogram (tee) exam was performed and device related thrombus was noted. A thrombus had adhered to a disc of the amplatzer amulet occluder. Heparin had been administered during the implant procedure. It was noted that the amplatzer amulet occluder was deployed deeper and at a sharp angle due to the patient's anatomy. The patient was prescribed anticoagulants and discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus on the amulet 45 days after the device was implanted was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information form the field indicated heparin was given during the procedure and that the patient was prescribed blood thinners. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.